Event description:
The account stated that the architect analyzer has generated erratic results on another patient sample. On (B)(6) 2010, the initial result was 126 pg/ml. The account then re-calibrated the analyzer and the result was 94.2 pg/ml. On (B)(6) 2010, the sample was tested again and the result was 89.2 pg/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.